Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 254 mg/dl. The customer stated that they are using an older pump currently and will call back later to trouble shoot the malfunction pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.